Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not returned for evaluation and images of the explanted devices/pre-revision radiographs were not provided.

Manufacturer narrative:
Pending investigation.

Event description:
Revision operative report of (B)(6) 2022 for preliminary diagnosis: mechanical loosening of internal right knee prosthetic joint. The femoral component was found to be grossly loose and removed without difficulty. An osteotome was used to break up the remaining cement on the femur. There was minimal bone loss noted on the femur. Next, attention was turned to the tibia. An oscillating saw was used to break the cement interface between the tibial component and the bone. An osteotome was used to remove the tibial component. There was no significant bone loss noted on the tibia. A midas bur was then used to break the cement plug distally. A combination of osteotomes were used to remove the cement from the tibial canal. Hospital care: admitted (B)(6) 2022, discharged (B)(6) 2022. No device return.

Event description:
As reported, the patient was revised due to aseptic loosening of his right tka. The femoral component was found to be grossly loose and was removed without difficulty. The patient was transferred in stable condition to the recovery unit. No further information provided.

Manufacturer narrative:
Pending investigation.